Manufacturer narrative:
H2) correction: d1, d10 h3) device evaluation: medtronic led an evaluation of the associated device logs for the reported monopolar curved shears. The monopolar curved shears sample was not made available for this incident as it was discarded by the customer. Evaluation of the logs indicated that the monopolar curved shears was connected to a sterile interface module (B)(6) that was attached to arm cart assembly 2. An error code for 'read write sequence fail' was triggered. This error occurs when the system is not able to write the updated use count or use time on the instrument, after the system recognizes the instrument. This can indicate connectivity issues between the monopolar curved shears and the sterile interface module (sim). The monopolar curved shears were then replaced with another one. Evaluation of the monopolar curved shears confirmed the reported condition. A design issue was identified during evaluation of the device logs. The root cause of the observed condition was traced to the 9-pin connector of the instrument losing connection with the sterile interface module. A process improvement has been implemented to address this issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic cholecystectomy after docking, the monopolar curved shears (mcs) was not recognized by the system. A new mcs was attached to the same arm and sterile interface module, which worked. The faulty mcs was discarded. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic cholecystectomy after docking, the monopolar curved shears (mcs) was not recognized by the system. A new mcs was attached to the same arm and sterile interface module, which worked. The faulty mcs was discarded. There was no patient injury.